Event description:
On about 2/1/97, the pt (a 68 y/o male) sustained a c2 fracture, type ii as the result of falling off a ladder while putting out a chimney fire. At the time, a halo with a tong was attached. One month later, 3/1/97, pt reported that the tong assembly came off when he yawned. All four pins had come off the pt's head with the vest riding up. Up until this time, the pt had not complained of pain or discomfort. The tongs were replaced with the same. Pt is at home, doing well, no complications.